Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that one opened sample that pertain to product code 2082 was received. Upon visual inspection of the sample no foreign matter, hair or defects were observed on the sample received. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Event related to mw # 2210968-2023-09981. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a radical gastrectomy procedure for gastric cancer on an unknown date and an absorbable hemostat was used. There was a hair foreign object inside the product when preparing for surgery. Changed to another one to continue the surgery, the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested